Event description:
Event verbatim [preferred term] the patient experienced burn in his skin neck, an open wound [thermal burn], the patient experienced burn in his skin neck, an open wound [wound]. Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) old (reported as (B)(6) year-old) male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date for 8 hours for an unspecified indication. The patient medical history and concomitant medications were not reported. The pharmacist reported that the patient put on thermacare heatwrap and it burned his neck skin. He left thermacare heatwrap for 8 hours and it had caused an open wound on an unspecified date. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of both events was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burned his neck skin" "it had caused an open wound " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burned his neck skin" "it had caused an open wound " as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Manufacturer narrative:
Site sample was not received. Summary of investigations: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusions: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr products.

Event description:
Event verbatim [preferred term]: it burned his neck skin [thermal burn]. It had caused an open wound [wound]. Narrative: this is a spontaneous report from a contactable pharmacist. A 9-decade-old (reported as 85-86 years-old) male patient started to use thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number not provided) from an unspecified date for 8 hours for an unspecified indication. The patient's medical history and concomitant medications were not reported. The pharmacist reported that the patient put on thermacare heatwrap and it burned his neck skin. He left thermacare heatwrap for 8 hours and it had caused an open wound on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of both events was unknown. According to product quality complaint group: site sample was not received. Summary of investigations: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. Conclusions: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Other trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. There is not a trend identified for the subclass of adverse event safety request for investigation for nsw 8hr products. Follow-up (05dec2017): new information received from spanish drug agency providing their reference number: (B)(4). Follow-up (15jan2018): new information received from local pqc group providing their reference number (B)(4). This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Follow up (15jul2020): new information received from product quality complaint group includes investigation results; device age was captured as 8 hours. No follow up attempts are needed. No further information is expected.

Event description:
It burned his neck skin [thermal burn] , it had caused an open wound [wound] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A (B)(6) old) male patient of an unspecified ethnicity started to use thermacare heatwrap (thermacare neck, shoulder & wrist)(device lot number not provided) from an unspecified date for 8 hours for an unspecified indication. The patient's medical history and concomitant medications were not reported. The pharmacist reported that the patient put on thermacare heatwrap and it burned his neck skin. He left thermacare heatwrap for 8 hours and it had caused an open wound on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of both events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (05dec2017): new information received from (B)(6) drug agency providing their (B)(4). Follow-up (15jan2018): new information received from local pqc group providing their (B)(4). This follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected., comment: based on the information provided, the events of "it burned his neck skin" and "it had caused an open wound" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] it burned his neck skin [thermal burn] , it had caused an open wound [wound] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A 9-decade-old (reported as (B)(6) year-old) male patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) from an unspecified date for 8 hours for an unspecified indication. The patient's medical history and concomitant medications were not reported. The pharmacist reported that the patient put on thermacare heatwrap and it burned his neck skin. He left thermacare heatwrap for 8 hours and it had caused an open wound on an unspecified date. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of both events was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from (B)(6) drug agency providing their reference number: (B)(4) company clinical evaluation comment: based on the information provided, the events of "it burned his neck skin" and "it had caused an open wound" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "it burned his neck skin" and "it had caused an open wound" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.